Manufacturer narrative:
Previous gi (gastrointestinal) bleeds: MFR 2916596-2019-01837. MFR 2916596-2020-05532. The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had ongoing melena. The patient was awaiting a colonoscopy for a gastrointestinal bleed. On (B)(6) 2019 the patient had an egd (esophagogastroduodenoscopy) / colonoscopy which had no identified sources of bleeding. The patient was reported to have remained on octreotide. The patient was transfused 1 unit of packed red blood cells. The patient was reported to have had an appropriate response in their hematocrit and hemoglobin. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient ultimately expired on (B)(6) 2019, reportedly due to acute on chronic systolic heart failure (related manufacturer report number 2916596-2019-02424). Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of this document lists bleeding and respiratory failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including inr range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. The relevant sections of the device history records for mlp-009781 were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was re-intubated on (B)(6) 2019, due to respiratory failure. Patient was having difficulty with bipap and became somnolent and hypercarbic and was emergently intubated with thoracic surgery at bedside. On (B)(6) 2019, patient had bronchoscopy and tracheostomy. For the next few weeks, the patient was weaned off with tracheostomy collar and on (B)(6) 2019, subject was on bipap at night and trach collar by day. On (B)(6) 2019, the patient had small melena with stable hemoglobin. Gastroenterology was consulted the following day and recommended management of proton pump inhibition. Given ongoing melena, the patient had colonoscopy and upper gi endoscopy on (B)(6) 2019, without active bleed or acute findings. The patient was transfused a total of (B)(4). There was no reported melena after (B)(6) 2019. The patient was reported to have had an appropriate response in their hematocrit and hemoglobin. No further information was provided.